Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging missing products (usb cable, ac adapter and control solution) from her onetouch verio iq meter kit. On (B)(6) 2014, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the conversation between the patient and the customer care advocate (cca). The mss reviewed the call to obtain and verify information. The alleged issue began a couple weeks prior to contacting lfs. The patient manages her diabetes with metformin pills, lantus insulin and novolog insulin. It is not known if the patient made changes to her usual management routine. Per the conversation between the patient and cca, it was confirmed the patient did not develop symptoms or receive medical treatment due to this reported issue. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged missing products issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.